Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose as well as high blood glucose. Customer's current blood glucose was 164 mg/dl. The customer¿s actual blood glucose level was 66 mg/dl but the customer stated that the she feels the blood glucose was 420 mg/dl. Customer also stated that she had diabetic ketoacidosis. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.